Event description:
It was reported that a supply line disconnected from a supply bag resulting in a leak during drain four of five of peritoneal dialysis therapy. The patient was connected at the time of the event. Upon observing the leak, the patient reconnected the line to the supply bag. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies or to complete therapy using manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same event as (B)(4).